Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received at the service center and evaluated. The complaint reported by the customer was partially confirmed as the issue related to the device heating up could not be duplicated during evaluation. It was found that the housing was damaged and the insulation resistance of the motor was outside tolerance. There was also a cut in the motor cable and the resistance values of the keypad of the handcontrol was out of specifications. The cupstyle washer was loose and there was a short circuit in the motor. Also the device failed the hipot test. The handle, motor, motor cable and the handcontrol set were replaced. The complaint device was cleaned, repaired and tested for functionality. However, given the information provided we cannot discern a definitive root cause for the identified failures, although we can conclude that the defective motor would have contributed to the device stopping intermittently during operation as reported by the customer. A manufacturing record evaluation was performed for the finished device [serial: (B)(4)] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via e-mail that the micro tornado hand piece with hand control got heated up and suddenly stopped working during a knee anthroscopy. There was no patient consequence reported. The case was completed using another company's device. A surgical delay of 10 minutes was reported. The issue was reported intra-op.